Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with the na electrode on a cobas pro ise analytical unit. The customer primed the system and noted there were bubbles in the fluid lines. Controls were also outside of range. The customer then repeated the patient samples on a second analyzer. The repeat values were deemed correct. The customer provided examples of data for two patient samples with discrepant na results. The first sample initially resulted in a na value of 154 mmol/l and it repeated as 143.8 mmol/l. The second sample initially resulted in a na value of 154 mmol/l and it repeated as 144 mmol/l.

Manufacturer narrative:
The na electrode lot number was y4061. The electrode expiration date was requested, but not provided. The field service engineer determined there was an issue with the vacuum and sipper nozzle flow paths. The vacuum and sipper nozzles were cleaned. The mixer, vessel, and flow path were also cleaned. An air purge was performed. Ise checks, precision studies, calibration, and controls were run; all results were within specifications. The investigation determined the service actions resolved the issue.